Manufacturer narrative:
Analysis of the catheter revealed that one of the retaining ring fingers showed an indent higher up on its body. Also, an indent was seen down in the bottom of the cup of the sc connector and the indent was off to one side. The sc connector was attached to a test fixture in the analysis lab and during pressure testing no leaking was seen. The returned sc connector was then attached to three different pumps, three times each. In each case, the connector made a robust connection to the pump. In conclusion, the sc connector possibly had poor connection to the pump causing leak or detachment. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that, following a regular refill procedure, that the physician observed an accumulation of fluid within the pocket. The physician assumed a human error during refill, aspirated the pocket, and repeated the refill. Again, "some days later," there was a fluid accumulation observed in the pocket; the physician assumed a defective refill septum, and planned to replace the pump. During the surgery on (B)(6) 2014, it was realized that the catheter was disconnected from the connector. They assumed that caused the pocket fill (pump dispensing into pocked and/or liquid leaking into pocket). The pump segment of the catheter was replaced, and the pump was left in place. Following the revision, the patient was doing fine and therapy was effective. It was assumed (reported as "our assumption") that, as the catheter was still connected to the pump, the issue was probably catheter related.

Event description:
It was reported that, postoperatively on (B)(6) 2014, the catheter disconnected at the pump connector. Actions required as a result of the event included a revision in which the connector was replaced by another company product; the catheter was partially explanted, and was to be returned. It was unknown if any diagnostic testing or troubleshooting was performed; the cause of the issue was not determined, but it was reported as resolved. The patient¿s medical history was unknown. Symptoms or complications associated with the event included underdose symptoms, which were not further specified. The patient status at the time of the report was ¿alive ¿ no injury.¿ the pump was being used to deliver prialt (ziconotide). It was subsequently reported that the patient was fine and their therapy was effective. The reason that the patient was postoperative on (B)(6) 2014 was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(6). (B)(4).